Manufacturer narrative:
(B)(6). Device is combination product.

Event description:
It was reported that in-stent restenosis occurred. The 100% stenosed target lesion was located in the mildly calcified superficial femoral artery (sfa). In-stent restenosis was noted. A guidewire crossed the lesion inside the previously placed 7x40,130cm eluvia drug-eluting vascular stent system. A coyote balloon was delivered. The lesion was dilated and the guidewire remained in place. During removal of the balloon, the shaft near the wire exit port became kinked. The guidewire and the balloon were removed together from the patient. The procedure was completed with a different device. There were no further patient complications reported.